Manufacturer narrative:
Field complaint of sensing anomaly was not confirmed. The pacer was received from the field with the battery voltage near beginning of life level. Electrical and mechanical analysis was performed, including sensitivity test under field settings, and did not find any sensing issue. Visual inspection of the header and connectors detected no contamination or foreign material that could have contributed to the reported sensing anomaly. Longevity assessment was performed and the device was in normal rage of operation with appropriate remaining longevity.

Event description:
Related manufacturer report number 2017865-2021-19009. During initial implant procedure, reduced r-wave amplitude was noted on the right ventricular (rv) lead when connected to the pacemaker. The rv lead and the device were explanted and replaced to resolve the event. The patient was in stable condition.